Manufacturer narrative:
Physio-control continues to investigate the reported failure.

Event description:
Physio-control engineers are investigating the hi-pot test failures associated with the cracked epoxy on the k1 relays located on the lp cr plus/express alonzo pcba's. Potentially, in an extreme case, the unit could fail to deliver therapy if necessary. There has not been any pt use associated with this reported issue.